Manufacturer narrative:
During a follow - up with the user facility, it was confirmed that: the device was inspected prior to use however, the findings of this inspection were not provided. The reported issue occurred during the middle of a diagnostic upper gastrointestinal series (ugi) procedure. The procedure was subsequently completed with the same device with no delay. There was no patient/user harm or injury reported due to the event. B3 was updated with the product event date provided by the customer. As the final report has previously been submitted, this concluded the information available regarding this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to insufficient cleaning. The following information is stated in the instructions for use (IFU): ¿caution: after using the endoscope reprocess it according to the instructions given in chapter 7, ¿cleaning, disinfection, and sterilization procedures¿. Using improperly or incompletely reprocessed, the endoscope¿s distal end damage may result. Chapter 7 cleaning, disinfection, and sterilization procedures warning: all channels of the endoscope, including the elevator wire channel and balloon channel, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there were foreign objects clogging the nozzle due to insufficient cleaning. Upon further inspection, it was observed that the angle wire was stretched. It was also observed that the adhesive of the bending section cover had a gap. It was observed that part of the insertion tube was caught or pinched, causing deformity in the tube due to handling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the evis exera ii ultrasound gastrovideoscope had no water or air coming from the nozzle. There was no patient/user harm or injury reported due to the event.